Event description:
This patient appears to have had twiddler's syndrome as this lead became dislodged and was discovered to be in the pocket behind the device. The physician attempted to reposition this lead, however the, helix was not operating as expected, so the physician chose to replace this lead. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be flawless throughout its inspection. In particular, the fixation helix was analysed. No peculiarities were found. The values of the parameters measured during the mechanical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.